Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump randomly had an issue with power (goes off). There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 11/7/2024. H3: one device was returned for repair with complaint that pump was randomly turning off. No service reported in the last 12 months. Visual/functional testing was performed. Could not replicate reported error. Found battery charged and discharged normal. Found customer did not remove pogo pins insulators. The probable cause of the reported error is battery pack. The device passed all functional tests after the repair.